Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. However, the pump alarmed a radio frequency pic failed self test alarm during the self test due to a faulty y1/radio frequency board. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he was using an insulin pump and a sensor and had a radio frequency pic failed self test alarm. Customer received an alarm a few times over the past 8-9 days. Customer reported that he also been getting a lost sensor alert over the last 4-5 days. Customer reported receiving the radio frequency pic failed self test alarm multiple times over the last 8-9 days. Customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced.